Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the helix did not extend and the stylet did not insert due to distal conductor distortion in connector due to over-rotation (spin). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead was attempted but not used during implant. It was noted that the lead helix would not retract into the lead body, and the stylet would not advance past two centimeters. The lead was never implanted and different lead was used instead. No patient complications have been reported as a result of this event.